Manufacturer narrative:
(B)(4).

Event description:
The stimulation was turning on by itself in various environments; the pt experienced discomfort at times associated with these occurrences. The pt verified with the pt programmer that the stimulation was on and used the programmer to turn it off. Per the healthcare provider, the device was working fine. Further info is being requested from the hcp.